Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump pumping from the first infusion when the user forgot to unclamp the secondary infusion, the pump does not detect that it is unclamped during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.